Event description:
It was reported that a myelogram showed evidence of a catheter tip granuloma. The symptoms that the pt experienced were limited motion of the head and neck, bilateral flexion pain, diffuse bilateral paracervical and occipital spasms, and left trapezius spasms. The severity of the event was not determined. A (B)(4) study was performed on (B)(6) 2007, the result confirmed evidence of a catheter tip granuloma. The device was replaced on (B)(6) 2008. The pt recovered without sequelae on (B)(6) 2008. The drugs in the pump at the time of the event were fentanyl, bupivicaine, and clonidine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the severity of the event was noted to be 'severe'. The patient was noted to have had a full active range of motion of upper extremities and no neurological deficit involving bodily functions. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
(B)(4).